Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The external/internal inspection was performed and the device passed. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The patient¿s fill volume prior to the therapy was unknown. The cause of the iipv could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 20:17:38. During night drain cycle one, the patient's ultrafiltration reading was 1811ml, indicating the home patient (hp) drained 1811ml more than their maximum programmed fill volume of 2000ml. No additional information is available.